Event description:
It was reported that a filter migrated to the patient's right atrium shortly after it was placed. The migration was detected via a post placement cavogram. There were no interventions performed on the patient after the filter was placed. A pre-placement cavogram was not performed. Imaging quality was exceptionally poor. The estimated caval diameter was >40mm when they measured it later in radiology when they were trying to retrieve the filter out of the right atrium. Filter retrieval was performed with a snare. The patient is fine.

Manufacturer narrative:
The DHR could not be performed as the lot number is unknown. One filter was received for evaluation. There was no delivery system returned. Upon inspection of the returned sample, there appeared to be some dried matter in the apex of the filter. The filter had 2 bent legs and 1 bent arm, otherwise it was intact with 6 arms and legs/hooks. Heat was applied to the filter and the filter took shape the best it could with the bent legs and arm. The filter was measured and all measurements met specifications with the exception of one leg span being out due to a bent leg. It is unknown if the filter damage occurred during removal. The results of this investigation are inconclusive. It is unknown if patient or procedural issues contributed to the event. As reported the vena cava diameter was larger than recommended for the use of the product. The current IFU (instructions for use) states the following: warning: do not deploy the filter unless ivc has been properly measured. The current IFU (instructions for use) states the following: caution: if the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivc's with diameters exceeding the appropriate label dimensions specified in the IFU.